Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that a rust-like foreign substance was stuck on the tip of the vapr premiere 90 electrode device. There was no procedure nor patient involvement reported. No additional information was provided. The device was brand new and its first use when the issue occurred.